Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No product performance issue identified related to spo2 and pulse rate. The unit was determined to be fully functional.

Event description:
The customer reported the device provides bad readings. No patient impact or consequences were reported.